Event description:
It was reported that during an unspecified da vinci-assisted procedure, the monopolar curved scissors (mcs) instrument, inadvertently arced to unspecified tissue. To address the issue, a backup mcs instrument was utilized with the same mcs tip cover accessory. However, the same issue recurred. An intuitive surgical inc. (Isi) technical support engineer (tse) was consulted and advised the customer to replace the mcs tip cover accessory if physical damage was observed and further recommended disconnecting the bipolar cable if the issue occurred near a bipolar instrument, gripping tissue. At this time, it is unknown how the issue was ultimately resolved, whether the patient sustained any injury, or if additional medical interventions were required. The procedure was completed robotically. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Note: refer to medwatch report (MDR) with MFR report # 2955842-2025-44859 for MDR submission of the adverse event/malfunction related to the recurrence of the monopolar curved scissors (mcs) instrument arcing to an unspecified tissue.